Event description:
The customer reported being at the ER due to her high and low blood glucose. The customer stated that she does not have any supplies with her and can't performed the high pressure test. The customer stated that the insulin pump delivered insulin during the fixed prime test. The customer stated that she inserts the infusion set into the side of her stomach and she rotates the sites (B)(6). The customer stated that she also contacted her dr in regards to her low blood glucose it happens at night. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.